Manufacturer narrative:
The investigation for low pump flow has been completed. The impella device was not returned for evaluation. The data log shows a motor current spike followed by low pump flow and active suction alarm. Additionally, the purge pressure began to rise after the motor current spike. According to the clinical report, biomaterial was observed on the pump motor. The cause of the low pump flow issue was most likely biomaterial. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14157: e4 should have been left blank. G1 reporting contact fax number missing.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support, and, after the implant, the flows never made it past 2.5 l/min. The flows then decreased to 0.5 l/min and suction alarms appeared. Despite troubleshooting, the impella was removed. Once removed, there was biomaterial all over the cp including around the motor. A new cp was used successfully. No patient harm has been reported.